Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy using a minicap. The patient was hospitalized for this event. Treatment was not reported. The patient was discharged from the hospital thirteen days later. Pd therapy was ongoing. The patient was recovering from the event of peritonitis. Same patient as (B)(4). This is report 1 of 2.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number: gd893313. It was determined that a nonconformance occurred on this batch for a weak seal. All affected material was removed from this batch and the batch was released. It is determined this nonconformance did not contribute to the reported peritonitis. A batch review was performed for potentially associated lot number: gd893560. No exceptions were observed during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.